Manufacturer narrative:
The device was returned for investigation and visually inspected. No non-conformities of the device were identified. The IFU was reviewed and confirmed to list failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The risk documentation was reviewed, and this is a known risk. The document history record was reviewed, no non-conformities related to this event were found. It is suspected that the root cause is likely due to the user error while withdrawing the device and applying excessive force during the lock advancement operation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding as a possible adverse event. Additionally, the us IFU warns against using excessive force during the tensioning step. Further investigation into risk documentation and device history record will be performed.

Event description:
A tavr was performed on (B)(6) 2019. It was reported that two manta devices were utilized for closure due to the first manta device pulling completely out the patient. It was reported that during the first manta deployment the physician pulled with excessive force on the manta during deployment. A second manta was deployed with proper tensioning technique and immediate hemostasis was achieved. Post closure angiogram it was confirmed the vessel was patent and no vessel damage was evident.